Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('bleeding again like spot bleeding / before period ispot bleed quit and then spot bleed again') in a 31-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pregnancy. On (B)(6) 2010, the patient had essure inserted. In 2016, the patient experienced abdominal pain lower ("pain in lower abdomen"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required). The patient was treated with ibuprofen and surgery (essure remove). Essure was removed on (B)(6) 2018. At the time of the report, the genital haemorrhage and abdominal pain lower outcome was unknown. The reporter provided no causality assessment for abdominal pain lower with essure. The reporter considered genital haemorrhage to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-jul-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('bleeding again like spot bleeding / before period ispot bleed quit and then spot bleed again') in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pregnancy. On (B)(6) 2010, the patient had essure inserted. In 2016, the patient experienced abdominal pain lower ("pain in lower abdomen"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required). The patient was treated with ibuprofen and surgery (essure remove). Essure was removed on 1(B)(6) 2018. At the time of the report, the genital haemorrhage and abdominal pain lower outcome was unknown. The reporter provided no causality assessment for abdominal pain lower with essure. The reporter considered genital haemorrhage to be related to essure. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 28-jan-2020: pif received, reporter , insertion removal date, medical device removal information added. Case upgraded to incident. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. These events, seen as genital bleeding and abdominal pain, are listed in the reference safety information for essure. Considering the positive temporal relationship and the fact that pelvic pain and genital bleeding may occur during essure use, causality between both events and suspect insert cannot be excluded nor intervention neither hospitalization was informed, hence this case is not regarded as incident. The product technical analysis stated, as a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Despite follow-up attempts, no further information was obtained.